Manufacturer narrative:
It was noted during evaluation that there was an absence of lubrication on the bearing. The device was cleaned and lubricated and returned to the customer. Device was evaluated by a stryker foreign subsidiary.

Event description:
It was reported that during testing at the stryker foreign subsidiary it was found while checking the trigger that it was getting stuck. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that during testing at the stryker foreign subsidiary it was found while checking the trigger that it was getting stuck. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is not being returned to the manufacturer for evaluation. The device is being evaluated by a stryker foreign subsidiary. A follow up report will be submitted once the quality investigation is complete. (B)(4): the device is not being returned to the manufacturer for evaluation.